Manufacturer narrative:
It was reported the end-user had reportedly driven their power wheelchair close to a curbs edge and inadvertently dropped off the edge of the curb. This reportedly caused the right side of the chair to drop, allowing the device to lose upright position and fall over with the end-user. Report claims the end-user sustained a broken finger on their right hand due to impact. All reports provided indicate this event was not related to a product malfunction and was reported as having been strictly use error in maneuvering the device too close to the edge of an elevated surface. The end-user made no claims or allegations of the device having malfunctioned in any way to have caused this event. Device was reported to maintin full operation, with some damages to components as a result of the event. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Received report as the end-user was driving their device out of doors, they maneuvered the device close to a curb edge and one of the caster wheels dropped off the curb which allowed the device to lose upright stability and fall over on to its side. This resulted in the end-user sustaining an injury requiring medical intervention.